Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2002 due to stress urinary incontinence. Per plaintiff profile form, the patient underwent mesh removal in (B)(6) 2012 due to mesh extrusion. It is also reported that patient underwent mesh removal on (B)(6) 2012 and (B)(6) 2013 due to pain, infection and bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal spotting and draining of sinus from mesh. It was reported that patient underwent mesh removal on 8/07/2012 by dr. Bobby shull due to exposed mesh in the vagina canal.

Manufacturer narrative:
(B)(4). It was reported that following insertion of mesh the patient experienced pain, erosion, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh complication. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh removal from right periurethtral and cystoscopy on (B)(6) 2013 due to draining sinus from mesh in the right periurethtral area from prior mesh.